Event description:
It was reported that the scs system would not allow the pt to increase the amplitude beyond the perception threshold. The lead had very high impedance. An x ray was taken and revealed that the lead had not migrated or broken. The lead was replaced.

Manufacturer narrative:
Evaluation: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.